Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was reprogrammed. The lead was attempted to be re located but during the procedure, the patient had asystole due to no capture. The patient had to be externally paced. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.